Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record review showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. No corrective action can be established at this moment since the sample or a picture is not available for eval. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the physical sample becomes available this complaint will be re-opened.

Event description:
The customer alleges that the oxygen was leaking from the connection between the flow-meter and the large volume nebulizer. The customer reports that the pt's oxygen saturation level was 46%. The customer complaint for documents that there was serious injury.